Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse events and product complaint (pc), concerned a female patient of unknown age and ethnicity. Medical history, drug adverse reaction history, family drug adverse reaction and concomitant medication were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30, 100u/ml) from a cartridge via reusable device (humapen ergo ii), at an unknown dose, dosing frequency, subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date. On an unknown date, unspecified time, after starting human insulin isophane suspension 70%/human insulin 30% therapy, she experienced high blood glucose (no units, values and reference ranges provided) with glycosylated hemoglobin values of 9-10 (no units and reference ranges provided). Reportedly, the transparent plastic baffle on the dose window of humapen ergo ii fell off, and the soft touch was peeling off ((B)(4)/ lot number 1010d04). She was hospitalized due to increased blood glucose and glycosylated hemoglobin. The humapen ergo ii was replaced with another unspecified pen. During hospitalization, she used human insulin isophane suspension 70%/human insulin 30% via insulin pump. After discharge, she was switched on to insulin lispro protamine suspension 75%/insulin lispro 25% therapy. Information regarding corrective treatment, outcome events and status of human insulin isophane suspension 70%/human insulin 30% therapy status after discontinuation was not provided. The operator of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii model duration of use and the suspect humapen ergo ii duration of use were not provided; was used beyond approved use life. The suspect humapen ergo ii, manufactured in oct2010, was discontinued and returned to the manufacturer on 11jun2020. The reporting consumer did not provide the relatedness assessment of the events with human insulin isophane suspension 70%/human insulin 30% therapy or humapen ergo ii. Update 15-jun-2020: this case was determined to be non-valid as there was no identifiable adverse event (hospitalization). Update 19-jun-2020: additional information was received from initial reporter via psp on 16-jun-2020, which validated the case with the reason of hospitalization. Added two serious events of blood glucose increased and glycosylated hemoglobin increased and related laboratory data. Added suspect humapen ergo ii. Updated the suspect product from unspecified human insulin to human insulin isophane suspension 70%/human insulin 30%. Deleted the non-valid event of hospitalization. Updated the narrative accordingly. Edit 23jun2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 22jul2020: additional information received on 22jul2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device for (B)(4) associated with lot 1010d04 of humapen ergo ii device. Corresponding fields and narrative updated accordingly. Update 29jul2020: additional information received on 28jul2020 from the global product complaint database. No new information added.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 22jul2020 in the b.5. Field. No further follow-up is planned. Evaluation summary. A female patient reported that the transparent plastic baffle on the dose window of her humapen ergo ii device fell off, and the soft touch was peeling off. She experienced increased blood glucose. The investigation of the returned device (batch 1010d04, manufactured october 2010) found the pen housing was cracked, the cartridge holder was cracked, the lens/bezel was detached, and the soft touch debonded. Due to this damage, no dose accuracy testing could be conducted, but functional testing met requirements and an internal examination of dose accuracy relevant components did not identify any damage. Malfunction related to dose accuracy not confirmed. The damage to the device occurred in the field (not related to the manufacturing process). All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The core instructions for use provide proper care and storage instructions. While it is unknown how long the patient used the device, based on the amount of time elapsed since the device was manufactured (october 2010), it is likely the patient used it beyond its approved use life. The user manual states the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The device body, soft touch damage, and the cartridge holder damage are consistent with damage while in the field. This may not be relevant to the event of increased blood glucose. Additionally, the patient likely used the device beyond its approved use life. It is unknown if this is relevant to the event of increased blood glucose.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse events and product complaint (pc), concerned a female patient of unknown age and ethnicity. Medical history, drug adverse reaction history, family drug adverse reaction and concomitant medication were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30, 100u/ml) from a cartridge via reusable device (humapen ergo ii), at an unknown dose, dosing frequency, subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date. On an unknown date, unspecified time, after starting human insulin isophane suspension 70%/human insulin 30% therapy, she experienced high blood glucose (no units, values and reference ranges provided) with glycosylated hemoglobin values of 9-10 (no units and reference ranges provided). Reportedly, the transparent plastic baffle on the dose window of humapen ergo ii fell off, and the soft touch was peeling off ((B)(4)/ lot number 1010d04). She was hospitalized due to increased blood glucose and glycosylated hemoglobin. The humapen ergo ii was replaced with another unspecified pen. During hospitalization, she used human insulin isophane suspension 70%/human insulin 30% via insulin pump. After discharge, she was switched on to insulin lispro protamine suspension 75%/insulin lispro 25% therapy. Information regarding corrective treatment, outcome events and status of human insulin isophane suspension 70%/human insulin 30% therapy status after discontinuation was not provided. The operator of the humapen ergo ii and his/der training status was not provided. The humapen ergo ii model duration of use and the suspect humapen ergo ii duration of use were not provided. The suspect humapen ergo ii was discontinued and its return status was not provided. The reporting consumer did not provide the relatedness assessment of the events with human insulin isophane suspension 70%/human insulin 30% therapy or humapen ergo ii. Update 15-jun-2020: this case was determined to be non-valid as there was no identifiable adverse event (hospitalization). Update 19-jun-2020: additional information was received from initial reporter via psp on 16-jun-2020, which validated the case with the reason of hospitalization. Added two serious events of blood glucose increased and glycosylated hemoglobin increased and related laboratory data. Added suspect humapen ergo ii. Updated the suspect product from unspecified human insulin to human insulin isophane suspension 70%/human insulin 30%. Deleted the non-valid event of hospitalization. Updated the narrative accordingly. Edit 23jun2020: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.